Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed too high in the sinus of valsalva (sov) resulting in severe paravalvular leak (pvl) and severe aortic insufficiency. A second bioprosthetic valve was implanted at a lower depth which improved the pvl from severe to moderate. No further adverse patient effects were reported.

Manufacturer narrative:
Analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required intervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In addition to the previously-reported contributing factors to paravalvular leak (pvl), pvl can also be caused by the presence of pr e-existing patient conditions. In this case, the pvl was most likely due to the sub-optimal position of the valve. However, a conclusive cause could not be determined from the information available. A root cause for the high implant also could not be determined from the available information. Per the corevalve instructions for use (IFU), for the optimal placement of the bioprosthesis, it should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.